Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The patient was hospitalized due to other indications and was discharged next day. The patient was treated with cefdinir. At the time of this report, it is unknown if the patient recovered from the peritonitis. Pd therapy was discontinued and shifted to hemodialysis. It was reported the patient needs to wait 6 months to choose to return to pd dialysis. No additional information is available.